Manufacturer narrative:
(B)(4). Date sent: 12/15/2020. D4: batch # t5ed1k. H6: component code = mechanical (g04). Device analysis: the analysis results found that the ecs25a device arrived with no apparent damaged. The breakaway washer was present and uncut, all staples were present and protruding inside the pockets. Further analysis shows marks on the safety. In addition, the device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. It appears that an attempt was made to fire the device with the safety engaged. It should be notice that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during an open sigmoidectomy, it was found more than half staples had been protruded before the device was used for the patient. Cdh29a was used to complete the case. To change the device to 29mm, the intestinal tract was cut a little. There were no adverse consequences to the patient. No further information is available.